Event description:
Pt implanted with prodisc-l at l4-l5 on an unk date, subsequently returned to operating room for implantation of screws, locking caps and rods on an unk date. Pt returned to operating room again for explant rods, screws and locking caps and revised to two levels with xlif and four levels with posterior construct with screws and rods on (B)(6)2010. Prodisc-l was not explanted. Reason for multiple revisions is unk at this time. This is the 1st of 13 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.